Manufacturer narrative:
The new information provided makes this record not reportable. There will be no further reports sent. The manufacturer internal reference number is: (B)(4).

Event description:
New information received stating the event was the intraocular lens (iol) was blocked in the preloaded device during loading. There was no patient contact.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; the lens remains implanted. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that during an intraocular lens (iol) implant surgery, the lens failed to be implanted, there was no patient impact. Additional information has been requested.